Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not reading the tidal volume correctly. There was no patient involvement when the issue occurred. No patient or user harm reported. It was noted that a flow sensor assembly was ordered, however, the repair was not completed by the biomed; onsite service was requested.. Investigation ongoing / resolution pending.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. It was noted in the record, that a philips representative reached out to the hospital, and the contact was unaware of any issues with the device. The contact later requested that the work order be cancelled. No further actions were performed by philips, and the record was closed. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopen.